Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. Corrected data: h6(health effect ¿ impact codes).

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11 corrected data: h6(health effect ¿ impact codes).

Event description:
It was reported that during use cardiosave intra-aortic balloon pump (iabp) had power issue and battery draining rapidly.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, e3, e1 (initial reporter name, email), g1, g3, h2, h3, h6 (investigation findings, investigation conclusion, type of investigation), h11. Corrected fields: d9. A getinge field service engineer (fse) stated that equipment not available for service. Hospital biomeds tested the pump and put it back in service before fse arrived.

Event description:
Na.